Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -7.0/2.5/087 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. Intraoperatively the lens was implanted and removed due to excessive vaulting. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).